Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformance's were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass ("y-bypass") surgery, the patient had reported a pain. The surgery team discovered a fistula on the staple line with the development of an abscess. A surgery revision was performed. A blue test was performed and showed a leak. The abscess was drained and the fistula sutured.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2021 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Yes, a blue test and it was negative. Was the staple line visualized endoscopically during the initial surgical procedure? Yes, inspection of the staple line and installation of additional clips to control bleeding. How many days postoperative did the leak occur? Unk. How was the leak identified? Scanner. What was observed at the site of the leak upon reoperation? Abscess with collection. How was the leak addressed? Cleaning, drainage and suturing.